Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 5.9; lab: 3.9. Pt therapeutic range is 2.5-3.5.